Event description:
It was reported that the patient's voice was extremely hoarse, and couldn't speak completely after since surgery. It was indicated that the patient didn't recover for a while, and after turning the device off, the patient started recovering her voice up to 85 percent. Follow up information from the doctor revealed that the patient had voice hoarseness since surgery, and it became worse after turning the device on. The physician also indicated that turning the device off helped the patient to recover her voice slowly. No additional information is available.